Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4) - the dentist reported that, 2 months after two dental implant were installed in intraoral regions #19 and #30, their non- osseointegration were observed. The implants were installed without immediately load and the patient presented bone type ii. No further information was provided.